Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("due to symptoms related to her essure device") in an adult female patient who had essure inserted for female sterilization. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("due to symptoms related to her essure device underwent hysterectomy") in an adult female patient who had essure inserted for female sterilization. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2019 for the following reason: significant correction: ccc amended. No new follow-up information was received from the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of medical device removal (" due to symptoms related to her essure device underwent hysterectomy") in an adult female patient who had essure inserted for female sterilization. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On 2011, the patient had essure ins(B)(6) erted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, iron deficiency anaemia, psychological trauma, alopecia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, fatigue, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, psych injury, hair loss, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Reporter information updated. Previously reported event medical device removal is updated to pelvic pain. New events: abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, psych injury, hair loss, fatigue, weight gain were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Current weight 224 lbs. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury / psychological or psychiatric problems"), alopecia ("hair loss"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed in 2013. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, iron deficiency anaemia, psychological trauma, alopecia, fatigue, weight increased, bladder disorder, urinary tract disorder, nausea and dysmenorrhoea outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, psych injury, hair loss, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs received. New events abnormal bleeding (general), bladder or urinary problems or changes, nausea, dysmenorrhea, lower abdomen pain were added. Date of insertion and date of removal were updated. Event outcome was added. Patient demographic was added. Aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.